Event description:
The account alleged the side rail did not latch. No injury reported.

Manufacturer narrative:
The account ordered a right foot side rail and the center arm assembly. No further info on the repair of the bed is available at this time.